Event description:
It was reported that a vns pt's mother indicated the pt had a left sided abrasion to the chest, daytime petit mal seizures are increasing again, and there is an increase in drop seizures. It is unk if the increase in seizures are above, below, or at pre vns baseline level. F/u with the physician revealed that the abrasion was due to a seat belt. The physician indicated there had been no mention of increase in seizures. He stated diagnostics were performed at the pt's last routine office visit. He did not provide the specific results, but did not report any problems. Good faith attempts to obtain add'l info have been unsuccessful to date.